Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (unknown concentration and dose) in an implantable pump for an unknown indication for use. The patient had a history of steroid administration. The patient experienced an infection post implant (reported as "infectious process"). The patient was hospitalized for "advanced infectious symptoms." The pump was explanted on (B)(6) 2017 after being implant for 12 days. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was unknown what diagnostics/troubleshooting were performed. The hcp did not consider that the event was directly related to the pump implant. The status of the patient was stated to be alive and with injury. It was unknown if the issue was resolved as of the date of explant. The pump was not going to be replaced in the future. The pump will not be returned, as it was discarded. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.